Event description:
It was reported that the device was displaying all the attention icons on the display and the internal battery was low. There was no patient use associated with this incident.

Manufacturer narrative:
Physio-control evaluated the device and verified the reported failure. Physio replaced the analog pcb assembly, and then observed proper device operation through functional and performance testing. Physio-control further evaluated the replaced assembly and determined that the root cause of the reported failure was a shorted and cracked capacitor, designator c177. The customer received a replacement device.